Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer stated that the basal rate was incorrect and the pump changed the setting on its own. It was indicated that the customer refused to troubleshoot and would like to have the pump replaced. It was noted that the customer will revert to injections until the replacement arrives. Additionally, the customer stated that the pump has a display anomaly.